Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of bruising, swelling, product migration, cellulitis, fatigue, nausea, diarrhea, fever, bleeding, bacterial viral infection, sepsis and high liver enzyme count are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of bruise, edema, migration of device or device component, cellulitis, fatigue, nausea, diarrhea, fever, hemorrhage, sepsis, bacterial infection, viral infection: "5. Precautions ¿ as with all transcutaneous procedures, juvéderm® ultra injectable gel implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at injection sites. 6. Adverse events a. Clinical evaluation of juvéderm® ultra injectable gel in a randomized, controlled clinical trial to evaluate safety and effectiveness, 146 subjects were injected with juvéderm® ultra injectable gel in one nasolabial fold (nlf) and zyplast® dermal filler in the contralateral nlf. Preprinted diary forms were used by subjects to record specific signs and symptoms experienced during each of the first 14 days (day 0 through day 13) after initial and touch-up treatments. Subjects were instructed to rate each common treatment response listed on the diary as ¿mild,¿ ¿moderate,¿ ¿severe,¿ or ¿none.¿ injection site responses reported by > 5% of subjects in either treatment group are summarized in tables 1 and 2. B. Other safety data postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Patient reported having been injected with unspecified juvederm® in the marionettes and nasolabial folds. Later in the evening, the patient developed bruising and swelling while the product had migrated to their jaw. Patient felt the product "ocket" near the parotid gland all the way down to their chin, but more on the left side. Within a week, the patient began developing "ulcers and lesions" on their face while experiencing fatigue, fever, nausea and diarrhea. Patient also had "crusty skin" on their forehead, nose and chin. Patient had another injection with unspecified juvederm® in the lips about 2 weeks after the first injection. Five days later, the patient called 911 because their "forehead would not stop bleeding." Patient was diagnosed with bacterial viral infection, facial cellulitis, dermoid cysts and sepsis. Patient was treated with IV antibiotics and the patient's face "seems to be better." However, the patient's body has "swelled up and [their] liver enzyme is 10 times more than it should be." Patient has been recommended to a specialist and was put on blood pressure medication to "control it" which they had not been on prior to the injection. This is the same event and the same patient reported under MDR ID #3005113652-2017-00481 ((B)(4)). This is the first MDR submitted for the first suspected product, the first injection with unspecified juvéderm®.